Event description:
Meter name: basic. Strip name: one touch. Meter code: 6. Strip code: 6. Strip storage: correctly. Symptoms: coma state. A patient reported paramedics came and assisted customer. Emergency medical technician (emt) tested on their meter and results were in the 40's. Emt brought blood sugar up and emt meter read 150mg/dl and on basic result 47mg/dl. The meter allegedly was inaccurately low. Meter malfunction. The result on their meter was 47mg/dl after treatment was given by emt. The result on the emt's meter 150mg/dl. The time difference between patient's meter and emt's meter was within 10 minutes. Treatment given by emt is unknown. No further information has been reported.